Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020, with blood glucose of 50 mg/dl. Emergency medical service was dispatched as a result of low blood glucose level. The customer was treated with humalog and lantus. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature. The insulin pump will be returned for analysis.